Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The surgeon reported that the patient has dislocated his hip twice in last few weeks after surgery on ma(B)(6) 2015 and "looks like top has separated from stem."

Manufacturer narrative:
An event regarding disassociation involving a restoration modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as device analysis, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics.

Event description:
The surgeon reported that the patient has dislocated his hip twice in last few weeks after surgery on (B)(6) 2015 and "looks like top has separated from stem."